Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and confirmed the low vacuum issue. The fse performed functional tests, which all passed successfully. The fse noted that the issue could also have occurred due to the intra-aortic balloon. The unit was returned to the customer in good working condition. There was no patient involvement. All operational and safety checks were performed.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation

Event description:
It was reported by customer that during routine check, the cs100 intra aortic balloon pump had a low vacuum alarm. There was no patient involvement and no injury.